Event description:
It was reported: dr. (A long time customer and excellent technician) implanted the cup and went to implant the 32 durasul insert with the ball impactor and the insert wouldn't seat in the cup. The insert was removed with ease and careful attention was paid to possible soft tissue impingement, but there was none. The dome screw was looked at to make sure it was seated all the way down and it was. The insert was then tried again and it didn't work. Another insert was opened and it also wouldn't seat. The cup was removed and another converge cup was opened and implanted. The original insert was then tried again and eventually impacted.